Event description:
A malfunction on a pump was reported, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value being displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and required no third-party assistance. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to call back if the issue reoccurred.